Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the procedure was performed because the patient experienced recurring incontinence. The physician believed that the previous cuff was too large.

Manufacturer narrative:
Event updated to reflect additional information. Patient code updated to reflect recurring incontinence. Device code updated to reflect code 1583. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 01:46 pm CT. The report number is being corrected from: 2183959-2018-61819.

Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump, and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.